Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to superficial infection and erosion. Reportedly, the patient was treated with antibiotics initially and had some improvement in symptoms; however, on follow up, the site started showing signs of infection again as the patient had been repeatedly picking at the incision site and had also used nail clippers to pick at the incision, causing a large scab over the incision site with the device exposed. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the lead was not confirmed. The lead was analyzed, passed all the baseline tests and exhibited normal lead functions. This supplemental is being filed to capture the investigation results. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to superficial infection and erosion. Reportedly, the patient was treated with antibiotics initially and had some improvement in symptoms; however, on follow up, the site started showing signs of infection again as the patient had been repeatedly picking at the incision site and had also used nail clippers to pick at the incision, causing a large scab over the incision site with the device exposed. There were no additional adverse patient effects reported. The rv lead was explanted.